Event description:
Per the clinic, the patient experienced infection at the incision site. Subsequently, the patient was hospitalized (specific date and duration not reported) and treated with intravenous antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, it was also reported that the patient underwent revision surgery to clean the infected wound on (B)(6) 2026, however, the issue did not resolve. Explant is planned but has not taken place at the time of this report.the implanted device remains